Event description:
During a shoulder arthroscopy as the surgeon was attempting to insert a twinfix ultra ha 4.5 anchor and the distal tip of the anchor broke. All pieces of the broken anchor were removed from the patient. The issue reportedly happened twice, with anchors from the same lot. The site was performed with a 4.5mm awl dilator. The procedure was ultimately completed with a backup device.

Manufacturer narrative:
Device evaluation: two twinfix devices were returned for evaluation. One device had the suture and anchor on the insertion device (broken inside a tip protector) and the other was deployed (broken anchor still attached to suture). The bone quality of the patient is unknown and the reported prep is indicated for general use. A review of the device history records was performed which confirmed no inconsistencies. No root cause related to the manufacture of the device can be established. (B)(4).